Event description:
It was reported to medtronic neurosurgery that the patient's mother attended to the patient at approximately 0130, at which time the device was intact and the patient returned to sleep. The report by the patient's nurse then states that at 0215 the patient was found disconnected from the device after being alerted by the patient's low oxygen saturation alarm. According to the report, it is unclear whether the patient pulled the device tubing or if it broke when they rolled while sleeping.

Manufacturer narrative:
The luer connector attached to the proximal end of the 12" blue line tubing was significantly bent. It is unknown how or when this damage occurred. However, the damage is likely attributable to having being torqued by an attached catheter. A review of the manufacturing records showed no anomalies.